Event description:
Reporter indicated a vns therapy patient underwent generator re-implant surgery. The previous generator was explanted due to infection. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.